Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted low anterior resection procedure, the staple line was leaking, but it is unknown what caused the leak. The surgeon mobilized more of the colon and tried another anastomosis with another device, but was not successful. The case was converted to open and the patient received a temporary colostomy, as there was not enough colon left to try again. The patient has been released, but the colostomy has not yet been reversed. Additional information has been requested.